Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to constant motor error alarm

Event description:
The customer reported via phone call that they had a recurring motor error alarm. The customer's blood glucose was 237 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The insulin pump was returned for analysis.